Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed fill manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit. The fse reported that they had replaced the helium reservoir (0997-00-0565), and pneumatic module (0997-00-1178). Device passed the performance and safety checks according to factory specifications.